Event description:
The user facility reported that a hose separated on their system 1e and water flooded into the room where the system 1e is located, into the hallway, an operating room and equipment storage room. Facility personnel shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimp connection at the big blue filter housing inlet connection had separated causing water to leak. The technician replaced the hose assembly, confirmed the unit was operational and returned it to service. Investigation of this event is in process; a follow up report will be submitted once additional information is available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).